Event description:
Bleeding - gum [gingival bleeding]. Stabbed - gum [gingival injury]. Pain - gum [gingival pain]. Toothbrush heads keeps coming off - oral-b [device breakage]. Case narrative: wife reported via e-mail that her husband¿s oral-b toothbrush heads came off of the oral-b toothbrush handle while he cleaned his teeth and stabbed his gum which caused bleeding and pain. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bleeding - gum [gingival bleeding]. Stabbed - gum [gingival injury]. Pain - gum [gingival pain]. Toothbrush heads keeps coming off - oral-b [device breakage]. Case narrative: wife reported via e-mail that her husband¿s oral-b toothbrush heads came off of the oral-b toothbrush handle while he cleaned his teeth and stabbed his gum which caused bleeding and pain. No serious injury was reported. 15-may-2025 case update: the suspect product lot number was 2cb84032344. No serious injury was reported. 02-jun-2025 case update from information initially learned on 15-may-2025: the suspect product was oral-b rechargeable toothbrush handle 3756. No serious injury was reported.

Manufacturer narrative:
On 01-jul-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.